Event description:
On (B)(6) 2015, the order was for a different concentration than indicated when the pump was interrogated. The pump was filled with the drug and the nurse from the home infusion company did not immediately program a bridge bolus during the pump refill when the concentration had changed. The programming error was discovered by the refilling nurse and the pump was reprogrammed with a bridge bolus approximately 3 hours after the refill. The patient experienced no symptoms or complications associated with the event. Patient was receiving effective therapy. The patient status was reported as ¿alive-no injury¿. The device system was delivering lioresal.

Manufacturer narrative:
Concomitant medical products: product ID: 8840, product type: programmer, physician. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).